Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had reservoir piece came off when trying to secure in compartment. Customer stated insulin pump overheats every evening and priming taking longer to complete and grinding noise. Customer stated buttons were pressed multiple times to work. Customer also stated insulin not delivered. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.